Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements suspectedly due to exit block. This rv lead was explanted, replaced and will not be returned. No additional adverse patient effects were reported.